Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The recipient's activation reportedly went well. Advanced bionics considers the investigation into this reportable event as closed. Legal proceedings have prohibited further testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. The external visual inspection revealed that the electrode was sliced near the electrode ground ring and along the lead, and severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was sliced near the electrode ground ring and along the lead, and severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly is experiencing no response to stimulation. Programming adjustments were made and external equipment was exchanged, however, the issue is not resolved. Revision surgery is scheduled.